Event description:
A catheter occlusion and replacement was reported. The drugs infused were lioresal, prialt and morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that because of the occluded catheter, the patient suffered from a withdrawal syndrome. Following the revision, it was stated that the patient was doing fine, was receiving therapy again. It was also added that "the drug was correctly administered, treatment was effective."

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model: unk, serial # unk, implanted on: 2003, explanted on: 2011-(B)(6).

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance for the catheter. There was occlusion of dark foreign material in the most proximal dispensing holes of the distal tip. The occlusion was able to be broken up. There was no catheter segment to test, only a straight pump connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.